Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No excessive no delivery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 203 mg/dl at the time of incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.